Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Event description:
Patient representative reported right side "pain in breast and right arm", capsular contracture baker grade iii, "depression", "anxiety since recall", "bilateral rupture", and "multiple bii symptoms" (non device related). The device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture. Device photo analysis: visual analysis of the photographs identified: ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ varied injuries - ndr: not applicable as the event is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. ¿ depression: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.